Event description:
An aus device was implanted on 9/1/81. A revision surgery was performed on 10/9/81. The pump was revised on 8/18/93. The entire device was removed from the pt and replaced on 4/22/97 due to recurring incontinence.